Event description:
It was reported that the device was overheating. The return hose for the water was leaking at the top and damaging the electronics. No patient injury was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI section and device serial number section of are unknown, no product information has been provided to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received 24-aug-2022 via customer email with completed complaint form: all units found with an internal leak from the upper connector causing the periodic over temp alarm issue. After the units sit for a short time, it will work properly again until the leak causes the issue again. The upper connector internally has room-temperature-vulcanizing silicone (rtv) around the push in connector. Additionally the product serial numbers were reported and devices were in use with patients.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a cracked return tube. Functional testing was not able to duplicate the overtemp. Could be intermittent. The root cause of the reported issue was found to be a design issue - the crack in the return tube, that could have leaked intermittently on the printed circuit board (pcb). Remove and replace return tube due to it being cracked, pcb as a preventative measure. This issue is being monitored via an internal CAPA, scar and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).